Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer's blood glucose value was 635 mg/dl at the time of hospitalization and 120 mg at the time of the event, blood glucose 426 mg/dl at the time of incident and current blood glucose was 208 mg/dl. Time and date of hospitalization was (B)(6) 2017. Event caused to hospitalization was insulin flow block alarm did occurred. The customer was treated with manual injection. The customer declined the troubleshooting for high blood glucose, insulin flow block and bent cannula. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.